Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller stated that their stimulator has been dead for a while. Caller added that they went to see their neurosurgeon to have the dbs battery checked and the doctor said the pain stimulator is dead. Caller stated now it's just floating around in their back and not doing anything. Caller noted they last recharged the implant last year. Caller stated they tried to charge the implant, but it didn't work and that was 6 months ago. Agent offered to walk patient through troubleshooting for recharging the implant, but caller declined. The patient was redirected to their healthcare provider to further address the issue.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was as of last night the pts implant (ins) was not charging, they had it plugged in to charge but it was not moving. The pt noted they had gotten a green bar and a red bar; and when they go to looking for device they get battery empty cannot provide stimulation. Agent had a very difficult time making out what the pt was saying. During call pt verified no damage to the controller charging port or to the recharger (rtm). Pt reset the controller and when they attempted to recharge the ins, controller did not recognize the rtm was plugged in and gave the same battery empty screen (81). The issue was not resolved. An email was sent to the repair department to replace the rtm. Pt called back in and reported that the still could not charge up their implanted device. They stated they could not charge up their controller. Pt plugged the controller into the a/c power cord. The controller powered on, but when the battery pack was inserted the green light did not begin to flash. The pt was very difficult to understand. Agent sent an email to repair to replace the controller. Additional information received from patient. Pt called back stating they were trying to send the equipment back to repair but they had a home remodel. It was extremely difficult to understand the patient. Pt said the controller and the wire for that did not work and pt wanted to send it back. Tried asking what the issue was. Pt said it did not power up and was not responsive. Pt confirmed they put the battery pack in there. Pt said it never charged up, did not work. Pt did not have stim for 2 months because they could not get it work. Offered to troubleshoot. Pt declined stating they do not think it would work. Reviewed to keep all the parts until pt sees hcp. Reviewed hcp can invite a rep to come out and assist the patient. Pt said they appointment with pain hcp is in july. Emailed repair to let them know. Pt then said the stimulator works ok. Pt said they mainly use their pain ins for walking.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.